Manufacturer narrative:
The investigation determined that the true classification of the three patient samples in question is considered to be (B)(6) reactive based on results from nat and other (B)(6) marker assays. The vitros (B)(6) es assay has been designed to detect mutant strains of the (B)(6) virus that are not always detectable by the vitros (B)(6) assay. The three patient samples produced the expected reactive result with vitros (B)(6) es assay. The root cause for the false negative vitros (B)(6) results is most likely a mutant strain of the hepatitis virus which could not be detected by the vitros (B)(6) assay but was detected by the vitros (B)(6) es assay.

Event description:
The customer observed false negative vitros (B)(6) results on three patient samples processed on a vitros eciq system on (B)(6) and (B)(6) 2009. The patient samples produced reactive results both when processed using vitros (B)(6) es reagent in an alternate laboratory at the customer site and using nucleic acid testing (nat). False negative results may lead to inappropriate physician action. The false negative vitros (B)(6) results were not reported. There was no report of patient harm as a result of this event. Note: this form 3500a is two of three mdrs for this event. Three devices were involved. Three patient samples were assayed using a single vitros (B)(6) reagent lot. This report corresponds to ortho clinical diagnostics inc. (B)(4)